Event description:
During a laparoscopic gastric by-pass with a rou-n-y procedure while using the ancillary trocar with the anvil, the ancillary tocar broke in half. The anvil was removed and the case was completed with hand suturing the anastamosis to complete the case with no pt consequence.